Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. Prior to insertion, a low purge pressure alarm was noted. The impella displayed a purge failure, and the pump was discarded. No further information available.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The cause of the priming issue was not determined since product was not returned and sufficient clinical information was not provided. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2024-18944. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-18944 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-18944 in accordance with updated procedures.